Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported the pre-cut hole of the natura wafer was noted to be off-center prior to use. The product was not used. No further information or photographs were provided.

Manufacturer narrative:
MDR (B)(4) / device 9 of 10 b.5: corrected- complaint description initially submitted on(B)(6)2018 , under manufacturing report number (B)(4) , reported the end user had not used the product. This information was submitted in error. H.6: corrected: patient code 2645 was removed as it is not applicable to this event. Updated patient code to 2199 - no consequence or impact to patient. H.10: corrected- initial reporting statement in h.10 of manufacturing report number (B)(4) , submitted on (B)(6)2018 is being corrected from: based on the available information, this event is deemed to be a serious injury and a reportable malfunction to based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
The end user reported the pre-cut hole of the natura wafer was off-center prior to use. No further information or photographs were provided.